Manufacturer narrative:
This report is for an unknown lcp plate/screws construct/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: rajasekaran, r.b. Et al (2019), a surgical algorithm for the management of recalcitrant distal femur nonunions based on distal femoral bone stock, fracture alignment, medial void, and stability of fixation, archives of orthopaedic and trauma surgery, vol. 139 (xx), pages 1057¿1068 (india). The aim of this retrospective study is to devise an algorithm and present the results of 62 cases of rdfn managed following it. Between january 2012 to december 2015, a total of 62 patients (38 male and 24 female) with an average age of 43.4 years (26¿73), who had rdfn were included in the study. Implants at presentation were locking compression plate (lcp), dcs, and competitor's device. The average follow-up was 18.2 months (12¿33). The following complications were reported as follows: lcp: patient 1: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 4: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 5: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 7: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 10: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 12: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 13: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 15: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 19: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 20: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 23: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 25: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 27: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 28: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 30: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 31: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 32: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 34: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 35: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 36: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 37: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 39: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 42: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 43: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 45: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 46: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 48: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 50: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 53: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 54: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 56: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 57: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 58: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 59: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 61: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 62: a (B)(6) patient had recalcitrant distal femur nonunion. Dcs: patient 2: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 16: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 21: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 22: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 26: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 29: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 33: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 47: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 49: a (B)(6) patient had recalcitrant distal femur nonunion. Patient 55: a (B)(6) patient had recalcitrant distal femur nonunion. This is report 4 of 10 for (B)(4). This complaint is linked to (B)(4). This report is for an unknown synthes lcp plate/screws construct ((B)(6) patient).